Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Upon withdrawing a 2.50 x 8 synergy¿ drug-eluting stent from the patient's body, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.